Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event occurred during testing and there was no patient involvement. Device evaluation completion date: 11/01/2019. Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched lens. During analysis, the device was started in an application, no problems were found with beeping. However, service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.